Manufacturer narrative:
An event of valve migration, perivalvular leak and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that patient and procedural conditions, such as "little calcium" and implanting difficulties, contributed to the reported event; however, this cannot be confirmed. The reported pvl could be cascade effect of valve migration but cannot be confirmed. The reported improper or incorrect procedure involves performing the pre-bav using a balloon that was smaller than the minimum annulus diameter. The reported unexpected medical intervention and surgical intervention were result of case specific circumstances as post-implant valvuloplasty and valve in valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), pre-implantation precautions: balloon aortic valvuloplasty (bav) of the native aortic valve is recommended prior to delivery system insertion. The balloon size chosen should be appropriate, not exceeding the perimeter-derived diameter of the native aortic annulus as assessed by CT imaging to minimize risk of annular rupture and not undersized to minimize risk of stent under-expansion which could lead to paravalvular leak (pvl) or device migration. The reported unexpected medical intervention was result of case-specific circumstances: as valve was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Since the physician is already aware of the IFU deviation, a notification letter will not be sent.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was placed at 9mm. Upon release, the valve migrated at a depth of more than 10mm. Post-deployment, supra skirtal leak was noted. Post-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. A second 35mm navitor vision valve was selected for implant using a large delivery system (ds) no paravalvular leak (pvl) was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was stable.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. During the procedure, the valve was able to be implanted. Post-deployment, the valve had migrated into the left ventricular outflow tract (lvot) and noted to have a supra skirtal leak. Post-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. A second 35mm navitor vision valve was selected for implant using a large delivery system (ds) no paravalvular leak (pvl) was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was stable.